Event description:
The customer stated that the unit was turned off when it was suppose to pause. The nurse stated that the unit powered off when she pressed the start button thinking that the unit will be paused and not power down. The patient was receiving an infusion of 250ml of pitocin (15 units) at 6ml/hr. There was no harm.

Manufacturer narrative:
The customer¿s report of a ¿unit that turned off¿ was confirmed in the pcu event log, however the log showed that the unit did not actually power off and instead was unable to be powered off. Analysis of the pcu event log shows pump module s/n: (B)(4) was programmed to infuse oxytocin induction 15unit in 250ml (drugid: (B)(4)) at a rate of 2ml/hr with a vtbi of 250ml at 3:42 pm on (B)(6) 2019. At 4:30 pm, the user changed the rate to 4ml/hr. At 11:33 pm, the user changed the dose to 6milliunit/min, which changed the rate 6ml/hr. At 11:58 pm, the user selected the pump module. Two seconds later, the user channeled off the device. The device did not turn off and kept infusing. At 12:05 am on (B)(6) 2019, the user selected the device. Two seconds later, the user channeled off the device. The device did not turn off and kept infusing. The user tried 2 more times to channel the device off, but the device did not turn off and keep nfusing. The user then programmed a delay for 30 minutes. At 12:06 pm, the user selected the pump module. One second later the user channeled off the device. The device did not turn off and kept infusing. Fifteen seconds later the device was removed physically (channel disconnect). The volume recorded as being infused during this period was 43.105ml. The customer reported that the unit turned off; however, the log shows that the user kept selecting channel off and the device would not power off. The root cause of the customer¿s report of a ¿unit that turned off¿ was not identified. The root cause of the device not powering off was identified as a short in the keypad ribbon cable caused by fluid ingress.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, the patient age and date of birth was not provided. No devices received, log review only.

Event description:
The customer stated that the unit was turned off when it was suppose to pause. The nurse stated that the unit powered off when she pressed the start button thinking that the unit will be paused and not power down. The patient was receiving an infusion of 250ml of pitocin (15 units) at 6ml/hr. There was no harm.